Event description:
The customer called into technical support (ts) reporting that the device alarmed internal heater blower overheat while on patient. Also requests part numbers for several external items. It was reported that the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Customer stated that device was removed from patient and no adverse reaction from the patient involved in this issue was reported. There was a delay in therapy but no information of any medical intervention provided to patient noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The biomed customer verified code 1122 (blower temperature high) in log, air inlet filter is very dirty. The rse advised customer to change inlet filter and verify cooling fan is operational and perform run in to duplicate complaint. If problem does not reoccur return unit to service after testing; but if problem repeats, replace blower assembly to correct. Also, provided other part numbers, and there were no other concerns for customer.

Manufacturer narrative:
The remote service engineer provided customer with parts ID for the fan guard, filter & retainer to replace to resolve the reported issue. Attempts have been made to try to obtain further information regarding device repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted.